Manufacturer narrative:
Initial and final MDR 1903533 - MDR 3003442380 - 2024 - 11811 - device 7 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that ten infusion set was fell off during use. No further information available.